Manufacturer narrative:
PMA/510(k)#: p050017/s006. The device associated with this complaint file (zfv6-125-5-10.0 of lot number cf1001402) has been returned to (B)(4) and is pending lab evaluation. When the lab evaluation is complete the investigation will be updated with the lab evaluation details. Additional information has been requested to support this investigation. However to date no further information has been provided. Prior to distribution all zfv6-125-5-10.0 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the complaint information provided, another device was used to complete the procedure and the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The surgeon found that the zilver flex stent had partially deployed without opening the safety locking. Procedure was finished with a replacement zilver flex device.

Manufacturer narrative:
PMA/510(k)#: p050017/s006. One (1) x zfv6-125-5-10.0 device of lot number cf1001402 was returned to cook (B)(4) for evaluation. The device was not returned in the original packaging and was open on receipt. On visual examination of the returned device, the stent was slightly protruding from the end of the flexor. The device was returned with the red safety tab in place and it was confirmed to be in the correct position. The entire delivery system was examined for damage. The outer sheath was noted to be slightly kinked 44cm from the white tip. The delivery system was advanced over a 0.035¿¿ wire guide. No resistance observed as the kink on the outer sheath was minor. Using a calibrated ruler the outer sheath measured 124.4cm and was noted to be as per specification. Using a syringe of water the device was flushed. No issues observed. The stent was deployed intact with low force. No damage to the stent was noted. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. Based on the above, the customer complaint was confirmed as the stent was partially deployed with the safety lock in place. Additional information has been provided for this complaint file: it is known that a terumo 0.035¿¿ pa35263m wire guide was used during the procedure. The device was flushed through both flushing ports before the procedure. The target site was severely calcified and pre dilatation was conducted before stent deployment. The delivery system was removed from the patient intact. It was confirmed that the red safety pin was mounted on the device when this issue occurred. There was ¿certain resistance¿ encountered when advancing the wire guide through the obstructed area. No resistance was encountered when advancing the stent and introducer through the obstructed area. Additional information has been received for this file: ' the reporter said that the surgeon went through the stent to the desired position. Then they found the tip of stent had been deployed while they were just ready to deploy'. This information suggest that the user advanced the complaint device through a previously placed stent. Also it is known that the user experienced resistance when advancing the delivery system to the target location. It is possible that during advancement of the delivery system, the complaint device may have got caught in the previously placed stent which could have contributed to the complaint event. However as the conditions of use could not be replicated in the laboratory settings, a definitive root cause of this premature deployment cannot be determined. It can be noted that no manufacturing defects were identified during evaluation of the returned device. Prior to distribution all zfv6-125-5-10.0 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the complaint information provided, another device was used to complete the procedure and the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up is being submitted to provide details of the investigation conclusions. Initial description submitted as follows: the surgeon found that the zilver flex stent had partially deployed without opening the safety locking. Procedure was finished with a replacement zilver flex device.